Event description:
It was reported the patient received inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response. Antitachycardia pacing therapy was ineffective and a 36 j bolt was not strong enough to resolve the patient from af. The patient was hospitalized for sotalol loading. The patient was addressed with 80 mg of sotalol and then upped to 120 mg. The patient's co-reg was decreased to 12.5 mg bid and the electrolytes were replaced. The patient was also administered xarelto. The patient condition was stable upon discharge. The patient was scheduled for a follow-up on march.

Event description:
It was reported that patient received notification alerts for frequent episodes of paroxysmal atrial fibrillation. Patient received inappropriate high voltage therapy as a result of atrial fibrillation with rapid ventricular response. Patient was then hospitalized and was administered sotalol therapy. Patient was in stable condition post event. New information received indicated that patient received another occurrence of inappropriate high voltage therapy for of atrial fibrillation with rapid ventricular response. Device was reprogrammed and medication was adjusted.